Manufacturer narrative:
The customer contacted a siemens customer care center. The errors were resolved by replacing the lids to the fluid acid, base, and advia wash 1 solutions and priming each of the solutions. The technician ran the instrument with the lids off of the acid, base, and advia wash 1 solutions, which caused advia 1 wash solution to splash into her eye. Therefore, a use error contributed to this event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a technician was splashed with advia centaur wash 1 solution while troubleshooting error messages on the advia centaur xp instrument. After receiving the error messages, the technician removed the lids from the acid, base, and wash 1 and ran the instrument with the lids off, causing the advia centaur wash 1 solution to splash. The technician's eye was red, and she immediately flushed her eye with water, went to the emergency department (ed) and flushed her eye with saline. The technician was sent home with pain medication. Eye was checked in ed with no complications or restrictions. No further treatment is needed or recommended by ed staff. There are no known reports of adverse health consequences due to the event.